Manufacturer narrative:
(B)(4).

Event description:
It was reported during an implantation procedure, the left ventricular lead was pulled back when the physician was slitting the sheath. The physician recannulated the coronary sinus and dissected the coronary sinus. An echo performed indicated minimal pericardial effusion. The lead was not implanted. The patient condition was stable following the procedure and was discharged the following day.

Manufacturer narrative:
Analysis was normal. No anomalies were found.